Manufacturer narrative:
(B) (4). Evaluation results: death.

Event description:
One endeavor rx drug-eluting stent was implanted at the 1st obtuse marginal (MFR report # 2953200-2010-00131) and one endeavor rx drug-eluting stent was implanted at the distal rca. Pt was asymptomatic / free of symptoms at 30 day follow up, at 6 month follow up and at 1 year follow up. A sudden death is reported to have occurred approximately 17 months following index procedure. It is reported that death was not associated with a mi and there was no evidence of stent thrombosis. Autopsy report is not available. Investigator indicated that event was not related to the study stent.